Event description:
Customer reports a reddened open area that is approximately the size of a nickel to her peristomal skin located under the wafer's mass. Customer does not experience any itching, but there is a moderate amount of drainage. Product has been in use since approximately 2010.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. According to end-user, she cleanses her peristomal skin with water, then applies karaya powder to the open area then covers the area with duoderm followed by an eakin cohesive seal and finally her skin barrier. In addition, the open area is also cleansed with band aid antiseptic wash, and wafer/dressing changes are performed daily due to the amount of drainage from the open area. End-user was advised to visit a wound ostomy and continence (doc) nurse and to maintain follow-up with woc nurse or medical doctor (md), because she may need to apply a more absorptive product such as a calcium alginate or hydrofiber dressing to the open area under the duoderm. End-user was further instructed on the following treatments: perform crusting techniques thought the use of stomahesive powder and protective barrier wipes or water; cleanse peristomal skin with a soap that does not contain lotions, moisturizers or creams; cleanse the open area to peristomal skin with wound cleanser instead of antiseptics. Lastly, end-user was instructed to notify convatec with questions, concerns and/or additional instructions if condition persists. A convex skin barrier was recommended for further use. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional info becomes available, a follow-up report will be submitted .